Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The saline bag burst during a routine hemodialysis treatment, spilling fluid and causing a system alarm on the cycler. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator most likely left the effluent line connected to the saline bag when entering treatment mode, the user's guide provides adequate instructions for making patient connections when entering treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.